Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint. Review of the device history records and traceability could not be performed as no information concerning the implants (reference and lot number) was provided. The products location is unknown. It is more than likely that the prostheses are still implanted into the patient's body. Therefore, no product evaluation could be performed. Several attempts were made to the patient to collect additional information on this event. Yet, no answer was received. From the information provided by the patient and based on the review of the case, the investigation found the cause is a user error. It is clearly stated in the surgical technique that the mobi-c cervical disc prosthesis (mobi-c) is a single-use device for cervical intervertebral disc replacement at one level or two contiguous levels from c3 to c7. Therefore, a triple dis replacement with the mobi-c cervical disc prosthesis, as reported by the patient, is an off-label procedure. The investigation found no evidence of a device issue. If additional information is received that is in conflict with this analysis, this case will be reopened, the root cause of the complaint will be reevaluated and a medwatch follow-up report will be sent. Root cause is user error (IFU not followed). Device not returned.

Event description:
Mobi-c p&f us: patient pain. Patient reported that he elected for a triple disc replacement and stabilization having 2 rods and 8 x 4" screws implanted in his lower back (c3, c4 and c5). He has also endured a microdiscectomy, bone scans, multiple scans and the inclusion of a neural column dorsal stimulator. He is still on high doses of medication such as endone, tramadol, panadeine forte, lyrica, cymbalta. He still endures pain levels affecting his life and mental stability. None of the procedures have yet been able to assist him in returning to a some what normal life and a wheelchair is a high possibility sooner rather than later (age (B)(6) he has been informed is a reality for this). He is currently 42 with the original injury taking place in 2009. Several attempts were made to collect additional information concerning this event. Yet, no answer was received.